Event description:
Customer reported found hole in the tubing near the silicone segment and saw fluid dripping slowly onto the floor. Patient receiving 3% hypertonic sodium solution for treatment of decreased sodium level. No patient harm or medical intervention required. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.